Event description:
Rn reported she removed a set of secondary tubing out of the packaging and the flexible soft tubing on the distal portion of the tubing disconnected from the rigid hard connector. Dates of use: (B)(6) 2019. Diagnosis or reason for use: hanging IV piggyback. Is the product compounded? No; is the product over-the-counter? No.